Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device was leaking air. There was a five minute delay in the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned was documented as nov 25, 2015 in the initial report. It has been updated as dec 8, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the inner hose was disconnected from the motor which was indicative of loose crimping. Therefore, the reported condition was confirmed. It was determined that this was due to component damage caused by improper assembly / manufacture of manufacture fixture. This issue was escalated to CAPA. It was further determined that the soft couple nut cracked, which would eventually separate; and preventing the motor to run. It was determined that this was due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.